Event description:
It was reported that the patient was admitted with gastrointestinal (gi) bleed concerns as well as hypotension. The patient reported some alarms but was not sure what they were. The log file review noted a low flow event on (B)(6) 2023. It was later communicated that the bleeding was confirmed via a drop in hemoglobin levels and the presence of a clot. Upper gi endoscopy imaging was also performed to diagnose the bleed. There was noted an adherent clot located at the gastroesophageal junction without active oozing or bleeding. Scattered severe gastritis inflammation characterized by erythema was found in the cardia, in the gastric fundus and in the gastric body. Two hemostatic clips were successfully placed and the bleeding resolved. The patient was given a proton pump inhibitor (ppi) course for 2 months twice daily, later decreasing to once daily. Anticoagulation was held for 24 hours.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The report of the patient experiencing some alarms cannot be confirmed through this evaluation. Review of the submitted log files captured a low flow event when the pump flow was captured below of the low flow threshold of 2.5 liters per minute; however, the event did not last long enough to trigger an alarm. No unusual alarms or events were captured and the events captured in the log file cannot be correlated to the report that the patient heard some alarms over the previous 48 hours. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook address all system alarms as well as the recommended actions associated with them. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.